Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient was placed under general anesthesia at the start of the procedure. According to the complainant, the physician began the procedure with a non-bsc reusable scope but experienced insufflation issues. They later switched to an exalt scope and noted poor quality image. They reported that the scope appeared to have a film over the lens. They attempted to clean the lens multiple times and the air/water valve buttons were also changed but the issue did not resolve. The procedure was unable to be completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. The returned device was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. No fluid or fogging was observed inside the lens assembly at the tip. Signs of use in the form of procedural residue behind the elevator was observed. Residue was noted on the outside of the lens. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live, clear image was displayed. Fluidics testing was performed, with a live image on the monitor. Orca air/water (a/w) and suction valves were attached to the ports on the scope handle, and a seal biopsy cap was attached to the working channel port. A water bottle was filled with water and attached to a hydra water bottle cap. The hydra tubing was connected to a compressed air source at approximately 7 pounds per square inch (psi). The scope-side hydra tubing was attached to the hydra port on the scope umbilicus connector. Irrigation was performed by pressing the a/w valve button, and water flowed over the lens. Irrigation stopped when the button was released, and insufflation was tested by covering the air-port of the a/w valve button. Air flowed out of the tip of the device. The testing was repeated 3 times, and throughout testing, fluid ingress into the lens assembly was observed in the form of a poor-quality image with artifacts of bubbles on the exalt monitor. The scope lens was inspected under magnification; it was found that the irrigation had cleared away the external residue, but fluid was observed inside the lens assembly. The reported complaint was confirmed, as a poor-quality image was observed due to fluid ingress into the lens assembly when irrigation was performed with water. Therefore, based on all gathered information, the conclusion code selected for this complaint is cause traced to device design, which indicates that the failure is traced to the design specifications. An investigation to address this problem is in progress. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient was under general anesthesia. According to the complainant, during the procedure, the physician started with a non-bsc reusable scope but experienced insufflation issues and later switched to an exalt scope and noticed that it had a film over the camera preventing the scope to provide a proper image. The film was attempted to be cleaned multiple times and the buttons were also changed to make sure nothing was wrong but the issue did not resolve. The procedure was aborted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. The returned device was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. No fluid or fogging was observed inside the lens assembly at the tip. Signs of use in the form of procedural residue behind the elevator was observed. Residue was noted on the outside of the lens. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live, clear image was displayed. Fluidics testing was performed, with a live image on the monitor. Orca air/water (a/w) and suction valves were attached to the ports on the scope handle, and a seal biopsy cap was attached to the working channel port. A water bottle was filled with water and attached to a hydra water bottle cap. The hydra tubing was connected to a compressed air source at approximately 7 pounds per square inch (psi). The scope-side hydra tubing was attached to the hydra port on the scope umbilicus connector. Irrigation was performed by pressing the a/w valve button, and water flowed over the lens. Irrigation stopped when the button was released, and insufflation was tested by covering the air-port of the a/w valve button. Air flowed out of the tip of the device. The testing was repeated 3 times, and throughout testing, fluid ingress into the lens assembly was observed in the form of a poor-quality image with artifacts of bubbles on the exalt monitor. The scope lens was inspected under magnification; it was found that the irrigation had cleared away the external residue, but fluid was observed inside the lens assembly. The reported complaint was confirmed, as a poor-quality image was observed due to fluid ingress into the lens assembly when irrigation was performed with water. Therefore, based on all gathered information, the conclusion code selected for this complaint is cause traced to device design, which indicates that the failure is traced to the design specifications. An investigation to address this problem is in progress. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient was under general anesthesia. According to the complainant, during the procedure, the physician started with a non-bsc reusable scope but experienced insufflation issues and later switched to an exalt scope and noticed that it had a film over the camera preventing the scope to provide a proper image. The film was attempted to be cleaned multiple times and the buttons were also changed to make sure nothing was wrong but the issue did not resolve. The procedure was aborted. There were no patient complications reported as a result of this event.